Manufacturer narrative:
H10: the device was received for evaluation. A pressure test was performed: a leak was observed from the access line screwed connector. The sample was visually inspected and the access screwed connector was observed to be broken. The reported condition was verified. The most probable cause was due to a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection with the tubing of a prismaflex st150 set during use. There was no patient injury or medical intervention associated with this event. No additional information is available